Manufacturer narrative:
(B)(4). A swap of the device was initiated. Upon receipt, an evaluation of the machine will be performed to investigate the reported increased intra-peritoneal volume (iipv) event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) during therapy. A swap of the hc was initiated and the patient planned to use manual supplies to perform therapy until the new machine arrived. The caregiver was advised to contact their peritoneal dialysis registered nurse (pdrn) and inform them of the event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The homechoice machine was returned and analyzed. A short simulated therapy was performed and passed successfully. No abnormalities were identified during visual inspection, leak testing, or clear passage testing. The power on self test was successfully performed. The event history log review confirmed the high drain alarm. The cause was one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.